Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse confirmed a leak from the reagent probes. The fse assigned the cause to the bubble generator check valve; the check valve was replaced to resolve the issue. (B)(4).

Event description:
The customer reported to beckman coulter hotline support that their unicel® dxc 600i instrument had liquid in both trays under the reagent probes and the reagent drip tray over the reagent compartment. No erroneous results were generated. In addition, no one came in direct contact with the fluid so there was no biohazard exposure to open wounds or mucous membranes.